Event description:
A copy of a journal article was received by shiley, which indicated that a pt had their bjork-shiley aortic graft valve replaced due to pannus which had formed over the annulus, restricting the motion of the disc causing aortic regurgitation. According to the article, prior to surgery, the pt developed a sudden onset of dyspnea, orthopnea and bloody sputum and was admitted to the hospital. According to the article, the valve was replaced, the pt survived surgery, and was discharged.